Event description:
The respiratory therapist (rt) reported that the unit is giving a proximal alarm that will not clear. The customer reported that the unit was not in use on a patient. The customer contacted product support and the customer requested onsite repair. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Field service engineer (fse) was dispatched to the customer site. Fse confirmed the proximal pressure alarm. Fse evaluated the unit and performed adjustments on the ventilator without replacing any parts. Parts realignments cleared the proximal pressure alarm. The system was tested and returned to operation.

Manufacturer narrative:
The removed flow sensor assembly was returned to the product investigation lab (pi). The pil technician installed the flow sensor assembly into a pi ventilator to duplicate the reported issue. The flow sensor assembly was tested, the failure was confirmed. Pil verified that the flow sensor assembly operates without issue or error code. In addition, the accusation that was noted in the complaint could not be duplicated. Pil tech also verified that the flow sensor assembly passes all pressure accuracy testing. No problem found.